Event description:
The customer contact reported loss of suction. It was reported that during testing of the device when suction was applied, cracks were noted on the lid of the liner; subsequently, loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the international list number,that is comparable to the domestic list number in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).